Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l info from importer's report: it was reported by the pt's medical records that as a result of having the product implanted, the pt has experienced vaginal mesh erosion requiring revision surgery, vaginal abscess, pelvic pain, prolapse bladder, atrophic vaginal tissue, vaginal discharge, rectocele, dysuria, uterovaginal prolapse and infected umbilicus.

Manufacturer narrative:
(B)(4). Date of initial report sent: 09/14/2012. Note: this report corresponds with report #(B)(4) for a "pelvicol." Report date: (B)(4) 2012. Device info: pelvicol acellular collagen matrix. Device MFR: tissue science laboratories, (B)(4). (B)(6).